Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Visual inspection did not note any anomalous conditions in shape or structure. Mechanical inspection revealed the helix consistently extended and retracted within six turns. Helix, fully extended, measured .079 inches within specification. Primary analysis findings: no anomalies found, lead functionally normal.

Event description:
It was reported, during the implant procedure, the helix would not retract at third repositioning effort. Consequenlty, this lead was withdrawn from the patient without incident. No patient complications have been reported as a result of this event.